Manufacturer narrative:
A lumenis trained technical expert examined the subject device, and confirmed the water leakage in the nd: yag handpiece. A review of m22 product risk file shows this is an anticipated risk (see risk# 1.1.8 in rd-1104450_p) which has been quantified, characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. It is uncertain if the malfunction would likely lead to serious injury should it recur, and in an abundance of caution lumenis has chosen to report this malfunction. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A foreign distributor reported that water leakage was observed coming from the nd: yag handpiece of a lumenis m22 laser. No information regarding patient or device operator harm was received.